Event description:
The customer reported obtaining erroneously elevated troponin I (access accutni) and creatinine kinase (access ck-mb) results for one (B)(6) female patient involving the access 2 immunoassay analyzer. The results were released out of the laboratory but were questioned by the patient's physician. Subsequent repeats of the sample on the same access 2 analyzer produced non-reproducible accutni and ck-mb results. The customer redrew a second sample from the patient and sent the sample to an alternate laboratory for testing; the customer did not provide any results which were obtained from the alternate laboratory for review. The customer also ran the second sample on the original access 2 analyzer and results which matched the results obtained from the alternate laboratory were obtained. All system parameters including quality control (qc), calibrations, and system checks performed within assay/instrument specifications prior to the event. Ck-mb qc recovered high and out of the laboratory's established ranges following the event. Accutni qc displayed imprecise recovery when a three replicate precision study was performed by the customer after the event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered dirty wash carousel and incubator belt, a foreign body on the incubator track, and worn peri pump tubing and wash valve rotor. The fse proceeded to replace the peri pump tubing, aspirate probes, mixer pulleys and belt, and the pinch rollers. The fse rebuilt the wash and precision pumps and replaced the wash valve rotor. The fse also cleaned the wash wheel and replaced the stuck bearings. The incubator track was cleaned, the incubator belt was tensioned, and the reaction vessel (rv) holders were replaced. The fse also proactively replaced the sample pipettor. Repairs were verified per established procedures and results met published specifications. Results: although a specific hardware malfunction could not be identified, a hardware/system malfunction is the likely cause of the event; the fse performed repairs to several areas of the analyzer to resolve the issue.